Event description:
It was reported that the patient passed away due to sepsis and multiorgan dysfunction. The patient suffered from renal infection requiring continuous renal replacement therapy (crrt). The patient then developed septic shock and had cardiopulmonary arrest. The device operated as expected and the death was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the device functioned as expected and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available and contains the following information: section 1 outlines potential adverse events, including infection, multiple types of organ failure, sepsis, infection, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.